Event description:
It was reported in the journal of pediatric surgery of article titled, "incidence, severity and outcome of central line related complications in pediatric oncology patients; a single center study", that sometime post central line placement procedure by using bard broviac/hickman catheter to evaluate the severity and outcome of central line related complications in pediatric patients, out of one hundred twenty three patients, thirteen occurrences of dislocation, ten occurrences of breakage, ten occurrences of detachment. It was further reported that ten occurrences of failure of puncturing the vein, accidentally puncturing the artery and negative blood return after insertion. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: van den bosch ch, van der bruggen jt, frakking fnj, terwisscha van scheltinga cej, van de ven cp, van grotel m, wellens lm, loeffen ygt, fiocco m, wijnen mhwa. Incidence, severity and outcome of central line related complications in pediatric oncology patients; a single center study. J pediatr surg. 2019 sep;54(9):1894-1900. Doi: 10.1016/j.jpedsurg.2018.10.054. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal of pediatric surgery of article titled, "incidence, severity and outcome of central line related complications in pediatric oncology patients; a single center study", that sometime post central line placement procedure by using bard broviac/hickman catheter to evaluate the severity and outcome of central line related complications in pediatric patients, out of one hundred twenty three patients, thirteen occurrences of dislocation, ten occurrences of breakage, ten occurrences of detachment. It was further reported that ten occurrences of failure of puncturing the vein, accidentally puncturing the artery and negative blood return after insertion. There was no reported patient injury.

Manufacturer narrative:
H11: van den bosch ch, van der bruggen jt, frakking fnj, terwisscha van scheltinga cej, van de ven cp, van grotel m, wellens lm, loeffen ygt, fiocco m, wijnen mhwa. Incidence, severity and outcome of central line related complications in pediatric oncology patients; a single center study. J pediatr surg. 2019 sep;54(9):1894-1900. Doi: 10.1016/j.jpedsurg.2018.10.054. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: it was reported in the journal of pediatric surgery of article titled, "incidence, severity and outcome of central line related complications in pediatric oncology patients; a single center study", that sometime post central line placement procedure by using bard broviac/hickman catheter to evaluate the severity and outcome of central line related complications in pediatric patients, out of one hundred twenty three patients, thirteen occurrences of dislocation, ten occurrences of breakage, ten occurrences of detachment. It was further reported that ten occurrences of failure of puncturing the vein, accidentally puncturing the artery and negative blood return after insertion. There was no reported patient injury. Labelling review: as the reported event did not allege a labelling or use related issue, a labelling review is not required. B5, d1, d2 (common device name), d4 (medical device catalog #), g3, h6 (device). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.